Event description:
In 2001 the end-user called minimed, USA and stated that half of cite detached from adhesive. End-user treated high bg with bolus after changing set. On june 14, 2001 maersk medical received the complaint and 1 used infusion set. The near-incident took place in USA.